Event description:
I broke my back from fall, implanted with a titanium rod, 6 screws and 2 squirrel cages. Pain at surgery site immediately, then started the rash and hives and itch. Continued to get worse and worse. Started having anaphylaxis episodes requiring epi. I had allergy tests completed finally to reveal highly 3 ++ allergic to titanium, nickle, cobalt and magnesium. Why wasn't that test done prior to implant? I live in a bubble now. Terrified of what will set this off. Had rod removed on (B)(6) 2019, but the damage done is still reeking chaos. I never know the trigger but out of the blue here comes the hives, throat swells shut and it's epi. This is not a quality life. Memory is as issue with metal toxicity. I have no way to look up exact dates. Dr's keep saying this is all an allergic reaction but the only thing I'm allergic to is the metal you allowed them to implant. FDA safety report ID# (B)(4).